Event description:
It was reported that impedances below normal range on unused contact combination 10/11. Same result with old (explanted) and new (implanted) batteries. Since the below normal impedance showed in pre-op and was on an unused contact combo, the surgeon did not pursue extra interventions to correct it and assumed that it was likely in the patient's wiring. Issue remains unresolved. No known external factors contributing to this.

Manufacturer narrative:
Continuation of d10: product ID: b35200 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2022; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.